Event description:
Literature: zabek m, sobstyl m, koziara h, kadziolka b, mossakowski z, dzierzecki s. Bilateral subthalamic nucleus stimulation in the treatment of advanced parkinson's disease. Five years' personal experience. Neurol neurochir pol. Jan-feb 2010;44(1):3-12. Summary: this study assessed bilateral subthalamic nucleus (stn) deep brain stimulation (dbs) in five pts (2 women, 3 men) with advanced parkinson's disease (pd) who were implanted between (B)(6) 1999 and (B)(6) 2005, who had a minimum (B)(6) history of idiopathic pd and who completed a (B)(6) post-operative follow-up period. Clinical rating tests included unified parkinson's disease rating scale and two motor-timed tests (rapid movements between two points and stand-walk-sit tests). All pts were assessed in off and on condition before implantation and (B)(6) years in medication on and off condition and stimulation on condition and stimulation off condition. The first four pts had staged procedures. Three pts had monopolar stimulation while 2 pts had bipolar stimulation. Reportable event: one extension broke. No other info was provided.

Manufacturer narrative:
(B)(4). Two ipg models were noted in the article: model 7424 and model 7428. Two lead models were noted in the article: model 3389 and model 3387. It was not possible to ascertain specific device info from the article or to match the events reported with previously reported events. Add'l info regarding the pt, event, interventions and outcome has been requested.